Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that while preparing the subject device for a diagnostic hysteroscopy procedure, the front panel was blinking, and the keys on the front panel failed to work. The intended procedure was successfully completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon ¿front panel flickers¿ is a faulty scope socket. The cause of the failure of the scope socket could not be identified. The cause of the ¿front panel switch does not work¿ could not be surmised because the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.